Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when the activation button was pressed, it would not return, keeping the device in activation mode even though the button was no longer pressed. Another device was used to complete the procedure w/o incident. There was no tissue damage and no patient injury.